Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-22062020-0000752329 submitted for adverse event which occurred on (B)(6) 2014, mwr-22062020-0000752333 submitted for adverse event which occurred on (B)(6) 2014, mwr-22062020-0000752335 submitted for adverse event which occurred on (B)(6) 2016, mwr-22062020-0000752336 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient had a mesh removal surgery on (B)(6) 2014. It was reported that following the procedure the patient experienced recurrent right lower quadrant incisional hernia, adhesion and seroma. It was reported that the patient had a mesh revision surgery on (B)(6) 2014. It was reported that following the procedure the patient experienced recurrent incisional hernia, seroma and pain. It was reported that the patient had a mesh revision surgery on (B)(6) 2016. It was reported that following the procedure the patient experienced recurrent incisional hernia, tear in mesh and seroma. It was reported that the patient had a mesh revision surgery on (B)(6) 2017. It was reported that following the procedure the patient experienced chronic right lower quadrant pain due to mesh and stretching of fascia along with sutures. Other procedure is captured under separate files.